Event description:
The report stated we had a tip break off hex screwdriver during surgery. Surgery was completed with no harm to the pt.

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been indicated based on the reported info.